Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis on the results from the product and batch history record, the product met release criteria. Action taken: there have been no other complaints for this lot. Investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current trends, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, for the left eye, she cannot see near or far, and for the right eye, she can see between six feed and one car length. She reported that different models of iol are implanted. She reported that the outcomes were not as she had expected. Follow-up info was received from the consumer, who reported that she had seen another ophthalmologist for a second opinion. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.